Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the therapy electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional tes) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an open along the front pulse wire in the trunk cable. The cause of the test failure is the open pulse wire. The root cause of the open pulse wire was excessive force. No adverse event resulted from the defective belt.